Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in hospital after having a fall due to syncope. The patient had a surgery due to head injury and was in poor condition. Multiple episodes of ventricular lead noise oversensing causing pacing inhibition were observed. The patient is pacemaker dependent. Programming changes were made to avoid further oversensing and inhibition. Lead replacement was mentioned. The patient was recovering.